Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went through the fill tubing process, but did not observe insulin dripping out of the end of the infusion set tubing. Then, a minimum fill notification occurred with 300 units. The customer's blood glucose level was 122 mg/dl. A supply change was performed successfully and insulin delivery was resumed.